Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the 3d model disappeared from the navigation screen. The instrument was detached and the image was not visible on the 2d screen. "Tap the eye mark of the plan highlighted in the plan item." No patient was present.

Manufacturer narrative:
Additional information. Correction for initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. This was completed on the demo CT scan.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.